Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user inquired whether the spin return bin on the matrix drawer can be dedicated to controlled substances only. The customer stated that a separate bin for non-controlled medications was available on the bottom drawer of the tower; however, the system occasionally prompted nurses to place non-controlled medications into the matrix return bin. This resulted on increased time and effort for pharmacy technicians to clear the return bin. The issue recently caused workflow disruption on the emergency department, and the customer would like to explore options to prevent non-controlled medications from being routed to the matrix return bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the return bin did not support separation of controlled and non-controlled substances and prompted placement into a single bin, causing delays in clearing. A technical support specialist confirmed that the system supports only one internal return bin, advised use of an external return bin or workflow adjustments to manage non-controlled returns, and confirmed no further assistance was needed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user inquired whether the spin return bin on the matrix drawer can be dedicated to controlled substances only. The customer stated that a separate bin for non-controlled medications was available on the bottom drawer of the tower; however, the system occasionally prompted nurses to place non-controlled medications into the matrix return bin. This resulted on increased time and effort for pharmacy technicians to clear the return bin. The issue recently caused workflow disruption on the emergency department, and the customer would like to explore options to prevent non-controlled medications from being routed to the matrix return bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.